Manufacturer narrative:
The onset of the peritonitis event was initially reported by the patient as (B)(6) 2016 and during follow-up the patient reported (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. Additional information is not available.